Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the same day as onset the patient was hospitalized for the event. The same day, the patient began treatment with vancomycin 1 gram in first bag then every fourth day, (route and duration not reported) and magnova 1 gram in first bag then 500 mg in each exchange (route, frequency and duration not reported). On an unreported date, the patient was discharged from the hospital. At the time of this report the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.